Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection shows the label on the returned lens zip lock bag states ''pieces of two lenses are present in the bag''. According to the complaint, the two lenses came in, were returned in one lens case. The contents of the zip lock bag is 2 half pieces of a lens. Visual inspection using a microscope at 12x magnification showed the pieces identified as a tecnis multifocal acrylic 3-piece intraocular lens. The lens pieces were contaminated, dust particles were present and this was expected as the lens pieces were transported from controlled environment to a non-environmental controlled area. Due to the condition of the returned lens pieces, no further investigation was possible. Visual inspection of the returned lens sample showed the lens was cut in pieces, most probably to make explant possible. A review of the manufacturing records was performed. The production order was released per sterilization batch on 13-december-2013. There were no non conformances with the final product release process. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within power specification. There were no associated nonconformity material reports with respect to the production order. There were no non conformances with respect to the sterilization process. There were no complaint related environmental monitoring non conformances within the timeframe the production order was manufactured. The production order was not produced under deviation. There were no process and/or material changes within the production order. Based on the manufacturing record review and historical review there were no non conformances identified. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye in a separate secondary procedure due to glare (dysphotopsia) and impaired vision. Patient has recovered.